Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 2/11/93 and removed on 6/5/97 due to a "tubing fracture. In the rec'd info the physician stated that the "tubing (was) frayed" and that this was a site of leakage. The physician also noted that the tubings were not kinked and no info was apparent in the pt's history that would have contributed to this occurrence. A resipump and two cylinders were returned foe eval. Examination and testing of the returned components revealed a separation/leakage site, posteriorly, in the serialized outlet's tubing at the strain relief/tube junction, confirming the physician's observations. Further examination of this site revealed an area of abrasion surrounding and penetrating this separation, and extending onto the strain relief. The abrasion is noted to have worn through the first tube layer. Within this site a hole is observed in the inner tube layer. The surfaces of this separation display markings characteristic of stress induced rending. In addition to the abrasion surrounding the leakage site, abrasion is noted on the medial surface of each of the strain reliefs. Also, each of the strain reliefs and tubes curve notably toward the posterior and crease mark is noted posteriorly in the tubing adjacent to the strain relief of the non-serialized outlet. Based on qa's examination and the info provided, qa conclude that while in-vivo both of the exiting tubings were bent toward the posterior and the strain relief's were overlapped. Additionally the serialized outlet's tubing was bent to the extent that it was abrading against itself and its associated strain relief. Qa further concluded that this positioning in combination with device usage over time contributed to sufficient stress(s) to rend the tubing at the noted site. This rent would allow the loss of fluid and render the device inoperable.

Event description:
Per the information provided to the co by the physician's office, the device was removed due to "leak-tubing frayed near resispump." As reported to the co the entire device was removed and replaced with another model prosthesis, produced by the same manufacturer.